Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. The revision operative report was not received and the reason for revision is unknown at this time. Update - (B)(4) 2013 - litigation received (B)(4) 2012 alleges patient suffered past and future conscious pain and suffering, physical injury, bodily impairment, excessive cobalt and chromium levels. Update - (B)(4) 2013 - plaintiffs preliminary disclosure received (B)(4) 2012 and patients fact sheet received (B)(4) 2012 provide part and lot numbers.

Manufacturer narrative:
Additional information and corrected: event description, brand name, type of device/device product code, part and lot numbers, date received, k #, manufacture date. Depuy still considers the investigation closed at this time. Compliant to part 803.22, depuy synthes is providing the following information, as depuy synthes did not manufacture, or import, the following device: manufacturer: redacta femoral stem-lot #080008. Event: this was used in conjunction with depuy synthes product in patient.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. The revision operative report was not received and the reason for revision is unknown at this time.